Manufacturer narrative:
On (B)(6) 2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large. The hemostatic valve was leaking and air was also being drawn into the valve. It was reported that the hemostatic valve was leaking blood from the beginning. The doctor was also unable to aspirate because he was drawing air through the valve. The sheath was changed. It is unknown if the surgery was delayed due to the reported event and if the procedure was successfully completed. It is also unknown if fragments were generated and if they were generated if they were removed easily without additional intervention. No patient status/ outcome / consequences. It is unknown if other medical intervention was required and if the patient is part of a clinical study. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was dislodged inside the hub of the carto vizigo sheath. Examination of the brim cap and the silicone ring revealed the components were placed in the correct position and found in good conditions. A manufacturing record evaluation was performed for the finished device 00001784 number, and no internal actions related to the complaint were found during the review. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal action was opened. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large. The hemostatic valve was leaking and air was also being drawn into the valve. It was reported that the hemostatic valve was leaking blood from the beginning. The doctor was also unable to aspirate because he was drawing air through the valve. The sheath was changed. It is unknown if the surgery was delayed due to the reported event and if the procedure was successfully completed. It is also unknown if fragments were generated and if they were generated if they were removed easily without additional intervention. No patient status/ outcome / consequences. It is unknown if other medical intervention was required and if the patient is part of a clinical study. The valve had physical damage inside. The white membrane in the inside of the sheath was pushed and turned. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub became detached from the sheath, it was twisted and tilted 90 degrees. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 20 ml. No medical intervention was required to stop the bleeding, the sheath was just changed. No patient consequences were reported. Hemostatic valve separation is MDR-reportable. Air flow into side port is MDR-reportable.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).